Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult inserting the microintroducer is confirmed but the exact cause remains unknown. One 4.5 fr microez microintroducer and one non-bd 3.5 fr microintroducer were returned for evaluation. Blood residue and evidence of use was noted on the devices. Deformation was noted on the distal end of the grey sheath. Microscopic inspection of the deformed region revealed inward bunching of the sheath. Evidence of a sheath tip taper was observed. While the event could be confirmed based on the state of the observed sample, there was insufficient evidence to confirm the root cause of that event.

Event description:
It was reported by the customer that 3fr peel away sheath unable to thread through tissue despite no issue with inner dilator. Noted to have ridges on end of sheath. Used 3.5fr cook PICC peel away. No problems with product. Remainder of procedure completed without incident. 07/06/2023 additional information provided: it was reported by the customer "no prior medical history; diagnosis new cerebral mass. PICC needed for lab monitoring and chemotherapy. Event did not involve an urgent/life threatening situation. No negative outcome to patient. Procedure took longer to complete as two separate kits needed to be opened in order to get peel away sheath needed for procedure."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer that 3fr peel away sheath unable to thread through tissue despite no issue with inner dilator. Noted to have ridges on end of sheath. Used 3.5fr cook PICC peel away. No problems with product. Remainder of procedure completed without incident. (B)(6)2023 additional information provided: it was reported by the customer "no prior medical history; diagnosis new cerebral mass. PICC needed for lab monitoring and chemotherapy. Event did not involve an urgent/life threatening situation. No negative outcome to patient. Procedure took longer to complete as two separate kits needed to be opened in order to get peel away sheath needed for procedure."